Manufacturer narrative:
H3, h6: the associated device, used in treatment, was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The device has minor scratches. The device shows signs of moderate use. A functional evaluation confirmed that the locking mechanism of the device was paired with mating part mechanism and does not function as intended. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. The potential probable causes for this event could include but not limited to a user or procedural error. Based on this investigation, the need for corrective action is not indicated. Without the actual products involved and/or device information, our investigation cannot proceed. If these devices or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.

Event description:
It was reported that during surgery, legion xlpe ps insert size 3-4 15mm would not lock onto tibia. Procedure continued with a backup device, without a delay or an injury.